Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter : "internal leak in vent passed the mixer block assembly." No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that "internal leak in vent passed the mixer block assembly". No patient was connected at the time of the event; therefore, no clinical impact occurred. Log files were not received for further technical analysis. No additional information were received. The mixer valves and one way check valves in mixer clock assembly were replaced. To date, despite several reminders, the manufacturer has not received any additional information or confirmation regarding the issue if it was resolved. Considering that no patient was involved and in the absence of any additional information received, hamilton medical considers this case closed.